Event description:
Information received indicates that the patient had a phrenic nerve injury 126 seconds into the second cryoablation of the ripv. The ablation was immediately stopped. The patient was retested multiple times for 2.5 hours, but phrenic nerve injury did not recover. Procedure was aborted and the patient was transferred to recovery. Patient is currently improving and will be seen by the physician at the 3 month follow up.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. Bin files were reviewed and do not show any system notice messages for the date of event. Bin files show that 7 ablations were performed with the catheter. There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.